Manufacturer narrative:
This report is filed october 9, 2015.

Event description:
Per the clinic, the patient experienced abnormal sound quality with stimulation, and the issue could not be resolved. Subsequently, on (B)(6) 2015 the device was explanted.

Manufacturer narrative:
(B)(4).